Manufacturer narrative:
Correction: section d9 (date device returned to manufacturer).

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the customer discovered the fenestrated bipolar forceps instrument had a smashed black cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. Failure analysis investigations confirmed the customer reported complaint "smashed black cable¿. The instrument was found to have damage to the conductor wire¿s insulation. Visual inspection found the wire not exposed. The instrument passed electric continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional and released energy normally. There was no thermal damage. Root cause is attributed to a component failure. Additional observations that were not reported by the customer: signs of corrosion were found on the instrument bearings. Bearing found at the proximal end of the main tube exhibited orange discoloration. The root cause of the failure mode corroded instrument bearings is typically attributed to the user mishandling/misuse. For example, this could be by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. The instrument was also found to have an excessive amount of dried residue around the clamping pulley cable grooves. The root cause of residue instrument clamping pulleys is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques, such as insufficient flushing. A review of instrument log for the fenestrated bipolar forceps instrument (part#: 471205-17 / lot#: k12220620 0674) showed it was last used on (B)(6) 2022. The instrument had 9 uses left after last usage. This last usage of the device was before the reported event date. No image or video of the procedure was provided to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis investigations confirmed that the fenestrated bipolar forceps instrument had conductor wire insulation damaged. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. At this time, it is unknown what caused the conductor wire insulation damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.